Event description:
It was reported that two days after a spinal cord stimulation trial ended, the patient was hospitalized due to experiencing a fever, full body acute pain, and the shakes. The patient was administered antibiotics. An infection of unknown origin was suspected, however there was no infection confirmed. It is unknown if the event was device related or what caused the event, however it is not thought to necessarily be device related. Blood tests were performed however the results are not available. An MRI of the spine was performed as a safeguard and there was no evidence of any epidural damage. The patient has recovered.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear 3-4, upn: m365sc2352700, model: sc-2352-70, (B)(4). Brand name: linear 3-4, upn: m365sc2352700, model: sc-2352-70, (B)(4). Brand name: linear 3-4, upn: m365sc2352700, model: sc-2352-70, (B)(4).